Event description:
Patient reported she felt bad for 14 days. Patient stated she experienced erratic blood glucose readings, and last week she measured ketones +1 for several times, always in the morning; time and date were unknown. Exact readings were not provided. Patient's target blood glucose level was not provided. Patient reported she needed about one- third of insulin more than usual. Patient alleges the infusion device does not deliver the correct amount of insulin. Patient stated she did not need outside assistance. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and accessories for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).